Event description:
Failed dental implant that caused severe bone loss. Implant was placed by another surgeon who is since retired. Implant -frialit -2- device was removed and sent to manufacturer dentsply tulsa dental. Dates of use: (B)(6) 2001 - (B)(6) 2010. Diagnosis or reason for use: missing tooth.